Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump screen was cracked and screen was black. Customer¿s blood glucose was 200mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Unable to confirm blank display and unable to perform any tests due to lcd physical damage. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, cracked end cap and minor scratches on display window noted.